Event description:
On (B)(6) 2015, the patient underwent endovascular repair of a distal arch aneurysm using conformable gore® tag® thoracic endoprostheses. Prior to the stent grafts being implanted, debranching procedure was performed from the right axillary artery to the left common carotid and the left subclavian arteries. Two stent grafts were then advanced through a gore® dryseal sheath with hydrophilic coating (dsl2428j/(B)(4)) and deployed just below the left common carotid artery. While the dsl2428j was being removed, the left external iliac artery was ruptured, suddenly decreasing the patient¿s blood pressure. An occlusion balloon catheter was used to stop bleeding, and the ruptured artery was replaced with a surgical graft. The patient tolerated the procedure. It was reported that common iliac arteries and the abdominal aorta were heavily calcified and that access vessel has a very small diameter (vessel diameters ranging from the left external iliac artery to the left common femoral artery were measured to be 5.3-8.4mm).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).